Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros®, closed male luer where it was reported that during an chemotherapy infusion, leaking occurred. The nurse stopped pump and noticed leaking from spiros. C-clip was attached. Patient¿s skin was washed off. There was patient involvement, no patient harm or adverse event and there was no delay of therapy.

Manufacturer narrative:
The complaint of leakage on the ch2000s could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.